Event description:
It was reported that patient underwent a distal volar radius plate procedure on october 9, 2013. Subsequently, the patient is alleging possible allergy and pain. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification/expiration date - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.